Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was squeezed and rachet engaged. One clip loaded into jaws properly. Upon finishing the firing cycle, the jaws did not close, and the clip did not properly form. After loading the next clip, the first one spat out without closing. After spitting two opened consecutive clips, further functional testing was precluded in order to preserve the sample for engineering. The manufacturing assessment concluded that the handle was actuated, and no clips could be fired. A 2nd attempt was performed, one clip loaded into jaws properly, upon finishing the firing cycle, the jaws did not close, and the clip did not properly form. After loading the next clip, the first one spat out without closing. For further analysis the instrument was dismantled, and it was noticed that all components were present and correct as per bom of the product ID involved. The trip lever, lockout and follower were found in its correct position, and no damage or broken parts were observed in the additional cartridge and gun components. It was reported that the clip applier jammed after two clips were fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or malformed, resulting in the clips spitting condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the vessel clipping step of a laparoscopic cholecystectomy, the clip applier jammed after two clips were fired. The surgeon was able to squeeze the handle, and another clip applier was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.